Event description:
It was reported that when using the bd pyxis¿ medstation¿ es removing three medications caused the inventory count to decrease from 30 to 0. Medication was confirmed to be out of stock following the transaction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.